Manufacturer narrative:
A4 - patient weight was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was admitted to the hospital by emergency ambulance under cardiogenic shock and low flows. Some pump parameters were out of normal range. Power consumption was 11 watts, with very high pump temperature. It was thought to be thrombus ingestion. Pump exchange was recommended but the patient denied re-operation. Thrombolysis was started. There were no changes in anticoagulation regime. International normalized ratio (inr) was in normal range. The patient denied further intervention and was in a palliative setting. The patient was suffering on black skin cancer and had limited life expectation.